Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 during the initial drain stage, where the care giver stated that the patient line became separated from the transfer set when they hooked up due to a loose connection. The cause of the loose connection was not determined.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during the initial drain on the home choice (hc). The technical service representative (tsr) instructed the caregiver (cg) to close all the clamps and cycle the power on the hc and the se 2367 followed. The tsr advised the cg to turn the hc off and explained both system errors and the cg understood. The cg stated that the patient line became separated from the transfer set when they hooked up due to a loose connection. The tsr advised the cg that the home patient (hp) must start over with all new supplies and the cg understood. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, then a follow up MDR will be submitted.